Event description:
New information received on june 8, 2018 noted that the patient was hospitalized overnight as a result of the event.

Manufacturer narrative:
A complete lead was returned in one piece measuring 64.5 cm. Analysis was normal. No anomalies were found.

Event description:
It was reported that during multiple routine follow-ups in clinic, increasing right ventricular capture thresholds were observed on the right ventricular lead. It was decided to do a lead revision. Prior to the procedure, the device was interrogated and showed improved capture threshold measurements. The lead was explanted and replaced. The patient was stable before, during or after the procedure.